Event description:
The pt rec'd her scs system on (B)(6) 2010. It was reported that she fell asleep while recharging her ipg, and awake to find blisters on her arm. The blisters were said to come from contact with the charging box as the pt had previously observed heating of the unit when in use. F/u on the pt found that she is doing well and that her injury was successfully treated with topical ointment.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.